Event description:
It was reported that there was potential over infusion incident. A 250ml normal saline bag programmed at 50ml/hr as a primary infusion at approximately 0800. At 1000, clinician noticed that whole 250ml normal saline bag was empty. The pump was still running and had pulled a small amount of air into the line past the drip chamber. There was patient involvement, however no patient harm. Additional information was received by the customer. Customer was unable to complete an internal investigation and will not be sending devices to bd for investigation because the pumps sequestered were not the right ones. Both pump logs were reviewed and they did not match with the event description.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data (8100), imdrf annex b,c and d codes manufacturer narrative. Root cause: the probable cause of the reported over infusion of normal saline could not be definitely determined. The suspect pump was not returned for this investigation and no additional event information was provided.

Event description:
It was reported that there was potential over infusion incident. A 250ml normal saline bag programmed at 50ml/hr as a primary infusion at approximately 0800. At 1000, clinician noticed that whole 250ml normal saline bag was empty. The pump was still running and had pulled a small amount of air into the line past the drip chamber. There was patient involvement, however no patient harm. Additional information was received by the customer. Customer was unable to complete an internal investigation and will not be sending devices to bd for investigation because the pumps sequestered were not the right ones. Both pump logs were reviewed and they did not match with the event description.